Manufacturer narrative:
The device was manufactured between august 4, 2016 and august 8, 2016. The device was received for evaluation. During visual inspection, the ruptured bladder was observed. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, or embedded particulate matter, or any surface defects were noted on the stress-member. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the small volume infusor ruptured during filling with a manual syringe. The device was being filled with an unspecified drug. There was no patient involvement. No additional information is available.